Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely failure of the intermittent image/poor communication was a faulty cable. However, the investigation could not determine the cause of cable failing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation confirmed. In addition, the following non-reportable malfunction was found during device evaluation: noisy image. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the hd autoclavable camera head image intermittent during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation intermittent image blackout occurred due to a defective cable unit. There was no report of patient harm or user injury associated with this event.